Manufacturer narrative:
G5: premarket (510k) number is unknown. Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; tamper seals were missing. The reported problem was duplicated/verified. The investigation found the device alarming cassette not attached properly at powerup. The downstream occlusion sensor was replaced as corrective action. The root cause of the reported issue was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) .

Event description:
It was reported that the device displayed an error message cassette not properly attached, attach cassette again. Four different systems were tried but the error message persisted. No patient injury was reported as no patient was involved.